Event description:
It was reported that the patient underwent an initial right total ankle arthroplasty. Subsequently, the patient reported that the ankle replacement was broken. As a result, the patient is scheduled for a right ankle revision on a future date. No further information available.

Manufacturer narrative:
D10: 350-02-02 - talar implant sz 2 rt (B)(6). 350-10-02 - ankle sz 2 locking clip (B)(6). 350-12-02 - tibial plate fb sz 2 rt (B)(6). 350-22-22 - tibial insert fb sz 2 rt 8mm (B)(6). 351-91-03 - recip sawblade 8x50x1mm (B)(6). 351-91-04 - saw-10x75x1.19-stryker (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.